Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. No response received. Multiple attempts have been made to receive the device back, when the device will return we will update the RMA accordingly a review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Additional information: h6 component code: g07002 - device not returned.additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent.was there any damage to the product packaging? No only the label was missing.¿ do you have any pictures of the packaging? No.¿ please perform and document the follow up attempt for product return. Not received to date.a review of the batch manufacturing records was conducted, and no related non-conformances were identified.this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2023 and topical skin adhesive was used. Pre-op, the apothecary complain the one package is without label for lot and shelf life. Additional information has been requested.